Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positive result on a direct tested nasopharyngeal kitted swab with ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing with pcr was performed on (B)(6) 2021 on nasopharyngeal sample this generated negative results. The customer confirmed that the patient was symptomatic (unknown for how long). Additionally the customer confirmed there was no patient harm due to test results.

Manufacturer narrative:
Additional data : d4,h4. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1017217 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally,the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1017217,test base part number 190-430 / lot 1017217.the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017217 showed that the complaint rate is (B)(4)% (4/51840). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however a possible assignable root cause is patient sample interference.